Event description:
It was reported that during the implant attempt while trying to separate the lead from the sheath the physician cut the lead. The lead was removed, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood/body fluid was present on several conductors and in/on the helix mechanism and its sleeve head. Several conductors and the inner tubing were cut. The outer insulation and the outer tubing overlay were breached cut. The inner tubing was kinked/buckled. The helix was disengaged from the helical channel. The tip seal was observed to be out of position. The lead was damaged at implant.